Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 568 mg.dl and 92 mg/dl, while using the suspect device. Reporter indicated that patient's insulin dosage was calculated based on the value of 92 mg/dl. No patient injury was reported and no treatment was received. Quality control testing was not performed on the system. At the time of the report, patient no longer had the test strips that produced the discrepant results.